Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on 01/25/2016, to report that on (B)(6) 2015 the patient had gaps in their readings for an unknown amount of time. There was no report of injury or medical intervention. No additional event or patient information is available.